Event description:
It was reported that the user experienced a dexcom g7 pairing failure with the ilet system, resulting in operation in bg run mode after a sensor change, and the care team assisted with application of a new 15-day dexcom g7 sensor while the sensor was warming up; the blood glucose at the time was 285 mg/dl, and the associated device problem was characterized as intermittent communication failure involving the antenna/electromagnetic components. Symptoms included hyperglycemia and dizziness. Outcomes included no health consequences or impact. Investigation included communication with the user/care team and analysis of information provided by the user/third party. Investigation of this case revealed an interoperability problem between the ilet and dexcom g7 associated with intermittent communication failure localized to the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.